Event description:
A patient specific implant prescription form was received for patient's impending revision with diagnosis "osteosarcoma" additional notes indicate: please supply cemented tibial stem same length as current with new bushes to fit existing well fixed distal femur endoprosthesis.

Manufacturer narrative:
Reported event: an event regarding a revision involving a tibial component in a patient specific jts distal femur was reported. The clinical request was confirmed by medical review but the reason for revision was not reported or confirmed. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: a review of the provided x-rays by clinical consultant indicated "bone remodelling at the lower part of the tibial stem with increased bone density. This bone remodelling could be the reason for revision, therefore, the radiographic assessment has confirmed the clinical request." Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 24jan2013 with no reported discrepancies. Complaint history review: not performed as no reason for revision was not reported. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
A patient specific implant prescription form was received for patient's impending revision with diagnosis "osteosarcoma" additional notes indicate: please supply cemented tibial stem same length as current with new bushes to fit existing well fixed distal femur endoprosthesis.